Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored. Ipg was end of life and correction to the initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the ipg was inoperable since the patient was unable to us the therapy too long as it causes incontinence. The battery is suspected to be dead. Surgical intervention may be pending to address the issue.